Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. The customer stated that the retainer ring was broken off. The customer also stated that the insulin pump not bumped or dropped or no car accident. The device will be return for analysis.

Manufacturer narrative:
Insulin pump received with broken belt clip rails. Insulin pump passed the displacement test.